Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm occurred. Customer changed the cartridge to resolve the issue. Customer's blood glucose was 180 mg/dl.